Event description:
The physician carried out a complex pci procedure to the lms, lad <(>&<)> lcx. It was reported that the lad, which had 80%, was pre- dilated with a 2x15mm sprinter legend balloon and a 2.5x30mm resolute integrity drug eluting stent was deployed across the 1st diagonal with plaque shift impinging on ostium. Wires were exchanged and diagonal was pre-dilated with 2x15mm sprinter legend balloon . An attempt was made to stent with a 2.25 x 12mm resolute integrity drug eluting stent. The device was inspected prior to use with no abnormalities noted. However, the balloon ruptured on deployment. It is reported that the stent came off the delivery device and remains in the patient. At this point timi 0 flow evident in diagonal with unclear final position of stent therefore decision to perform further dilatations to the lad, using one non-medtronic balloon and one 2.5 x 21mm nc sprinter balloon . This restored diagonal flow. The lad then appeared to be compromised by a spiral distal stent edge dissection. The dissection was treated with a 2.25 x 18mm and a 2.25 x 22mm resolute integrity drug eluting stents. The lm ¿ lad was then prepared with a 2 x 20mm sprinter legend balloon and cx was stented with a 2.5 x 26mm resolute integrity drug eluting stent. The lm ¿ lad was treated with a 3.5 x 38mm resolute integrity drug eluting stent. The cx was then re-wired and the struts re-opened with a 1.25 x 10mm sprinter legend balloon. The cx was then covered with a 3.0x8mm non-medtronic stent deployed in a tap (t-stent with protrusion) fashion using an unknown brand 3.5mm nc balloon in the lm-lad. This produced excellent angiographic results with timi 3 flow to all branches. Procedural image review: procedural images confirm complex disease in the left coronary system. The reported balloon burst is not evident on the images but the stent from the balloon appears to have dislodged in the proximal lad during delivery system withdrawal. The occlusion of the diagonal is confirmed. And flow is restored with further pci. The dissection is partially evident in one of the images and this was successfully treated with further pci. The overall result is confirmed to have restored timi 3 flow in the vessels.

Manufacturer narrative:
Results: complex disease in the left coronary system. Dissection/occlusion. Conclusion: complex disease in the left coronary system. Dissection/occlusion. (B)(4).